Event description:
Information was received from the step-daughter of an unknown prospective patient. Caller reported the prospective patient had incontinence really bad and was undergoing a proact treatment which they described as putting "tubes next to his scrotum on each side and puts saline in them and they try to adjust them so it pinches so hopefully it controls his urine." Caller said the patient still had about 3 treatments to go but it didn't seem to be working real well. They stated "he's just wet all the time." Caller did not disclose the prospective patient's name. Did not ask any further questions about this non-(B)(6) product comment as the caller's reason for call was to inquire about the (B)(6) pelvic health therapy so patient services reviewed information, sent out physician listings as the caller's request and documented the reported information and took no further action. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).